Event description:
Reporter stated tht the device had generated several blood glucose results (222, 224, 515, 516, 322, 316, 188, 266 and 389mg/dl). Testing various patients, which were higher than anticipated. Reporter indicated that two patients were treated for elevated blood glucose, and as a result, their blood glucose dropped into the 40mg/dl range. Reporter stated, followingthe unusual results, control testing was performed. Level 1 contrl solution tested out of range (too high) while level 2 solution treated within the acceptable range (values not provided). A request was made for the return of the suspect product, and replacement product was shipped.